Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having unexplained high blood glucose and was not sure why. Customer's blood glucose was 454 mg/dl. Customer used the pump for treatment. Customer had a low reservoir alert in the alarm history. Customer did not have a tubing clamp and will be sent one. Customer was advised to do a complete set change. Customer removed the set and the cannula was not bent or occluded. Customer called back after receiving the tubing clamp and was assisted with performing the high pressure test. Customer stated that the test passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.